Event description:
It was reported this was a venotomy closure of the common femoral vein using a proglide device with the pre-close technique via a 6f sheath hole prior to a mitraclip interventional procedure. Reportedly, the footplate was opened, but resistance was felt with the plunger and the plunger could not be fully depressed. The plunger was pulled back and the suture was cut. The footplate lever was retracted and an attempt was made to remove the proglide; however, the device could not pull back to the guide wire exit port and became stuck. The device separated into two pieces. Surgery was performed to remove the separated device and it was noted that the feet had failed to retract. The pre-close technique was aborted and the mitraclip procedure was completed. Hemostasis was achieved with surgical suturing. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported separation was confirmed. The plunger deployment issue and difficulty to open and close the foot could not be tested due to the device condition. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.